Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material in the forceps plug mouthpiece was confirmed. The type of foreign material could not be identified. It is possible that a leak from switch 1 prevented proper reprocessing, therefore; the foreign matter could not be removed. However; a definitive root cause could not be determined. The events can be detected and prevented by implementation in accordance with the below IFU. The detection method is described in the instruction manual cf-h185l/I operation manual chapter 3 preparation and inspection. The preventive measures are described in the instruction manual cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects inside the forceps channel port. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.